Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Suction value was out of standards due to the broken channel tube. Up direction of angulation was out of standards due to the worn angle wire. Up and down knob of angulation was out of standards due to the worn angle wire. There was a gap in the bending section rubber bonding. There was a crease on the connecting tube and the universal cord. Ccd and light guide lens were broken. Inside of the light guide lens was dirty. The device cover was deformed. Air and water cylinders were deformed. Suction cylinder was deformed. Dot was displayed on the screen due to the broken ccd unit and the ccd lens scratches. There was a leakage on the broken channel tube. There were corrosion and leakage on the scope, the body control unit, connector.

Event description:
During the inspection of the device, olympus repair center found that there was dirt on the light guide lens. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that humidity invaded the device and components under the lens were corroded. If significant additional information is received, this report will be supplemented.